Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted blood and contrast in the inflation lumen and loosely folded balloon, consistent with preparation and a leak while in the patient anatomy. There was a kink in the distal shaft at the distal end of the support mandrel, 4.5 cm distal to the guide wire exit notch. There was a bend in the hypotube at the distal end of the strain relief tubing. Since this damage was not reported in the incident information, the kink and bend may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. A new indeflator was filled with water and used to pressurize the balloon. There was no rupture noted in the balloon. There was a leak out of the guide wire exit notch and the soft tip. During functional testing the distal shaft was cut to separate the inner member from the outer member. There was a smooth longitudinal cut noted in the inner member 4 mm proximal to the proximal marker. The cut was 1.7 cm in length. Factors that may contribute to a cut in the inner member include, but are not limited to, manufacturing, handling of the product during preparation/use, and/or interaction with the guide wire. There was no report of any leaks or damage to the product noted during visual inspection or preparation for use which suggests the inner member was not damaged prior to use. It is possible that the guide wire interacted with the inner member, resulting in the noted tear in the inner member. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. A definitive cause for the noted cut in the inner member cannot be determined. All products are visually inspected for damage, including at the point where the catheter is inserted into the packaging coil during manufacturing. Additionally, all products are leak tested prior to packaging and a sampling of units is destructively tested to verify the catheter body integrity prior to release.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that during a coronary revascularization procedure the rx trek balloon ruptured during the second inflation at nominal pressure. There was no reported adverse patient effect. There was no additional information provided.